Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (australia) scs system was explanted due to lack of efficacy. The location of the pt's leads (same lot) was said to be lower than what was needed in order to provide optimal pain relief. Lead migration is suspected.